Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information that was received. Sections e2 and e3 were updated.

Manufacturer narrative:
Initial reporter address: (B)(6). The subject device was returned and evaluated. The evaluation confirmed the customer reported device problem (appearance of error code e433). It was that this error was produced because the generator board was faulty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during preparation for use, error e433 occurred on hf unit (B)(4). There were no reports of patient harm associated with this event.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty generator board is likely a transformer issue. Error e433 is triggered by the device¿s safety system and occurs during device startup if the effective value of the output signal, which is set for testing falls below the intended limit of 130 volts. It is possible that there was a defective transformer , defective impedance transformer, or defective peak rectified on the generator board, or the output voltage was too low due to bad switching of the high frequency output stage. There has since been a design change starting from july 2020 to prevent recurrence. Olympus will continue to monitor field performance for this device.